Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2018-05446-1.

Event description:
It was reported the patient had complications of the knee 12 months post-implantation. Subsequently, the patient experienced wobbling between the abutment and the lower prosthetic knee during gait. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05446 - 2, 0001825034 - 2018 - 05447 - 1.

Event description:
It was reported the patient was in a severe accident in 2014 while riding a reclined bike which resulted in his leg amputation. Subsequently, the patient is experiencing wobble between the abutment and the lower prosthetic knee during gait. No adverse events have been reported as a result of the malfunction.